Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer had unexplained high blood glucose. The mother reported that two infusion sets had been missing the blue needle guard. The customer had high blood glucose readings of 264 mg/dl and 456 mg/dl. The customer was treated with the insulin pump. The drive support cap appeared normal and recessed. The mother declined further troubleshooting, as the infusion set was already changed, and was advised to call back with a tubing clamp available to perform the high pressure test.